Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly tilted drive support disk also; visual inspection found the insulin pump had moisture damage on the force sensor resistor. Unable to verify a33 alarms due to motor error alarms also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. The motor was tested outside of the device and passed. All operating currents are within specification and passed self-test, a21 error test, displacement test and off no power test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarms occurred when he changed his set and primed the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.